Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the suture is popping off of the needle when being used. No patient harm reported. Additional information was requested.

Manufacturer narrative:
(B)(6) date sent to the FDA: 11/16/2023 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please provide the status of the device(s) listed below, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Note. Please make sure you are utilizing the shipping materials provided by us. If a return kit is needed, please inform us and we will send a kit immediately. I have the 1 box I have not sent it as of yet who do I send this to? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.